Event description:
Hospital staff were contacted by mother of infant born in (B)(6) 2014. She claims her infant sucked the end off of a jollypop pacifier that was given to her while she was a pt here. Supposedly the mother needed to retrieve the end piece from the baby's mouth before it was swallowed. She claims this was the second time a tip came off of a pacifier manufactured by this company.